Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unknown. The filter was not elevated, as it remains implanted. The explanted components were not returned for evaluation. Based on the limited information currently available, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filters fragments resulting in retrieval of the fragments using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that a recovery filter fractured. Reportedly, the fracture was identified approximately 31 months post filter implant. Thereafter, the patient underwent surgery to retrieve the filter fragments.